Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, following day the patient experienced non-bacterial endophthalmitis. 22 days later the iol protruded to the anterior chamber. As a result, the lens was explanted and discarded. Additional information was requested and received stating that vitrectomy was performed with the irrigation solution added antibiotics.